Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that this holes in the hose were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had holes in the hose near the muffler and the rotations per minute (rpm) were below specifications. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.